Event description:
It was reported that this device exhibited a sudden, out-of-range shock impedance measurement from a competitor's right ventricular (rv) lead. The specific shock impedance measurement has not yet been provided. It was alleged that the rv lead had a potential conductor fracture, but it is unknown if this was confirmed via diagnostic imaging. The physician elected to disable the defibrillation function of this device and continue with close remote monitoring. At this time, the system remains implanted and no adverse patient consequences were reported.